Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. The unit was received in a motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed; the motor may have had intermittent failure that was not detected during testing. It was not possible to perform the occlusion test and excessive no delivery test due to the motor error alarms. The following cosmetic damage was also found on the pump: cracked reservoir tube lip, minor scratches on the display window, and cracked battery tube threads.

Event description:
Customer's mother reported via phone call that the insulin pump received a motor error alarm and a no delivery alarm. The patient's blood glucose value at the time of incident was 316 mg/dl. The customer does not recall any significant events leading up to the alarm. Troubleshooting was declined for the no delivery alarm due to the motor error alarm. Troubleshooting for the motor error alarm was initiated, and the customer was able to clear the alarm and rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.